Manufacturer narrative:
Date of event: estimated date . The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported two proglide devices were placed off the puncture site and were pushed too far during a tavi procedure. The sutures of the devices led to a femoral occlusion as sutures were deployed in the posterior vessel wall. The patient went to surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of occlusion and surgical procedure are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.